Event description:
Customer reportedly received the following results on the aviva system 1 within 10 minutes: 177 mg/dl and 98 mg/dl. More than 10 minutes later customer reportedly received the following results on the aviva system 2 within 10 minutes: 397 mg/dl and 136 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).